Manufacturer narrative:
Device evaluation summary device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204/damaged cables) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief. Additionally, the trunk cable wires were pulled from the distribution node, damaging trunk cable connector j702 on the distribution node pca. The cause of the code 204 was the interruption of communication between the monitor and electrode belt. The cause of the interruption in communication was the damaged j702 connector. The root cause for the pulled cables and wires was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) the patient using this electrode belt was receiving a service code 204 (belt/monitor unusable) and had damaged cables.